Manufacturer narrative:
The device was returned without any associated complaint and analyzed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2025-11953, related manufacturer reference number: 2017865-2025-11954. It was reported that the patient presented in clinic for a follow up. Visual examination noted hematoma, wound dehiscence and infection on the implantable cardioverter defibrillator (ICD) infection was also noted for the right ventricle (rv) lead and atrial (ra) lead. The physician elected to explant and replace the ICD rv and ra. The patient was in stable condition.